Event description:
Boston scientific received information that three days post implant, this device and atrial lead displayed high out of range impedance measurements when measured in both unipolar and bipolar. Other measurements were within normal limits. A revision procedure was performed. The connection was checked and confirmed. The reported allegation remained. A decision was made to replace the device. It was thought the issue was device related and there was no lead malfunction. This lead was reused and reconnected to the replacement device. Post procedure, acceptable lead measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.